Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control results were obtained on a vitros 5,1 fs chemistry system. Precision testing at the time of the event demonstrated acceptable performance of the vitros 5,1 fs chemistry system and the vitros valp reagent. Proactive service activities were performed to optimize the vitros 5,1 fs system, however there is no evidence to suggest the activities performed were directly related to the cause of the lower than expected vitros valp quality control results. The investigation was unable to determine a definitive root cause, however reagent pack-to-pack variability associated with vitros valp pack handling cannot be ruled out. The root cause of this event is unknown.

Event description:
The customer obtained lower than expected vitros valp quality control results when processed on the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There is no evidence that patient results were affected as the laboratory did not perform patient testing when quality control results were unacceptable. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).